Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced under filling and blood not moving through tubes during use.

Manufacturer narrative:
Investigation summary: bd received one sample from the customer facility for investigation. The sample was received previously used and therefore bd was unable to test the device through pressurized draw testing. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient blood flow could not be observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced under filling and blood not moving through tubes during use.